Event description:
It was reported that the device was used during an unknown procedure. When the device was fired, the clips applied did not function properly. The vessel was not closed as intended after applying several clips. Also, the device indicated the device was empty when there were still clips available. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Empty, device fired through lockout, indicator, wheel failure. Evaluation summary: the analysis result found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. Additionally, the orange indicator was noted beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that indicator color is not visible after 13th clip is fired, issue was detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution.